Event description:
Customer reported on (B)(6) 2014 the insulin pump alarmed failed battery test. Customer's blood glucose was 84 mg/dl. Alarm was cleared. Customer was advised to clean the contact in the battery compartment. Customer inserted a new battery and device did not alarm failed battery test. Customer called back on (B)(6) 2014 and stated the battery was not lasting long and the device was showing four bras in the middle of the night and then got a low battery alarm and then got a blank display. Customer's blood glucose was 132 mg/dl. Customer did not feel secure with the device customer declined troubleshooting. No further information reported.

Manufacturer narrative:
The pump was received with operating currents within specification. No unexpected low battery, battery out limit or failed battery test alarms noted. No blank display noted. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.